Event description:
Pedicle screws were implanted in 2007. In two months later, it was noticed that one of them was cracked. By approx four months later, it was apparent that there was an additional problem as I was having increased pain, numbness and weakness in my legs. CT and x-rays revealed that two of the screws were broken into two pieces - the fusion had failed because of this and the nerves were compressed. Biomet -mfg of screws- was notified again - I believe their first notification was in approx three months earlier -. A representative from biomet viewed the CT & x-ray films in the presence of myself and the dr. They indicated that they would get my info from the dr and "get back to me". I have not heard from them. I had to undergo an additional surgery -6.5 hrs.- to remove the broken screws -two of them were broken and the other two were bent-, repair the fusion again, remove scar tissue, implant new screws and rods, etc. I was hospitalized for five days - have been unable to work approx four months later, have just begun physical therapy and still have some sensation, strength issues with my legs which may not go away. Diagnosis or reason for use: spinal fusion.